Event description:
As reported by our european affiliate, during a transaortic tavr procedure there was a small left ventricle (lv) perforation caused by the guidewire during the bav portion of the procedure. Reportedly the patient had a small ventricle. The small lv perforation with treated with a ¿small transapical insertion.¿ the patient was transferred to recovery following the procedure, with no remaining problems.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the ventricle perforation was caused by a combination of procedural factors (the guide wide) and patient factors (small ventricle). There was no report of a relationship to the bav catheter itself. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.